Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range impedance measurements, noise and loss of capture due to a fracture. The lead was laser extracted so it will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.